Event description:
Follow up reported the patient recovered from the removal without difficult, however their pain was still an issue. No further information was reported.

Event description:
It was reported that patient had no therapy and the leads were cut by orthopedic surgeon during fusion. Patient had a fusion a couple of months ago. Surgeon inadvertently cut the leads. The retained lead was removed on (B)(6) 2012. The one retained distal lead was removed intact. The stimulator and the proximal portion of both leads were removed as well. Patient outcome was noted as alive with no injury and no adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the lead found a procedural non-conformance. The proximal end conductor on the stimulation lead was not completely seated in the ins connector port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead. (B)(4).